Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found a lcd screen failure. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the second pendant cable was damaged resulting in the pendant intermittently going on and off. To restore functionality, the cable and gantry fans were replaced. The imaging system then passed a system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000531, serial/lot #: unk. Product ID: bi71000529, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the second pendant for the imaging system was not operating as designed and a loud noise was coming from the fans of the gantry. There was no patient present when this issue was identified.